Event description:
Based on add'l info rec'd on (B)(4) 2014, the case initially considered non-serious was assessed as serious (intervention required). Additionally, the case was considered a valid case as pt identifiers were rec'd. This unsolicited device case from (B)(6) was rec'd on (B)(4) 2014 from a physician. This case is cross referenced to case (B)(6). Based on add'l info rec'd on (B)(4) 2014, event of relapsing synovitis was added and event verbatim of long lasting knee joint exudate was updated to long lasting knee joint exudate/ sterile hydrops of left knee. This case concerns an elderly female pt (age unspecified) who experienced long lasting knee joint exudate/ sterile hydrops of left knee and relapsing synovitis after receiving treatment with synvisc one injection. No past medical history, past drugs, concomitant medication or concurrent condition was reported. On (B)(6) 2013, the pt initiated treatment with intra-articular synvisc one injection (batch/lot number and expiration date: not provided) into both knees for gonarthrosis. On (B)(6) 2013, left knee puncture with evacuation of 42 ml of clear synovial fluid and betamethasone dipropionate/betamethasone sodium phosphate administration had been performed. On (B)(6) 2013, add'l punctures of left knee was done with 69 ml of clear fluid evacuated betamethasone dipropionate/betamethasone sodium phosphate administered, on (B)(6) 2013, 57 ml clear synovial fluid evacuated, on (B)(6) 2013, 61 ml clear fluid evacuated, (B)(6) 2013, 80 ml of clear synovial fluid evacuated, (B)(6) 2014, 70 ml of clear synovial fluid evacuated and apocurenzym, meloxicam, amoxicillin/clavulanic acid administered, on (B)(6) 2014, 83 ml of clear synovial fluid evacuated, on (B)(6) 2014, 78 ml of clear fluid was evacuated and amoxicillin/clavulanic acid (augmentin) was administered, on (B)(6) 2014, 48 ml of clear fluid was evacuated and meloxicam, indomethacin was administered. It was reported that synovial fluid culture was negative and add'l examination was ongoing. Corrective treatment: betamethasone dipropionate/betamethasone sodium phosphate (diprophos), meloxicam (recoxa), indometacin (indometacin supp) for relapsing synovitis, fluid evacuation, betamethasone dipropionate/betamethasone sodium phosphate, meloxicam, indometacin for long lasting knee joint exudate/ sterile hydrops of left knee. Outcome: unk for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and results were pending for the same. Reporting conclusion: relapsing synovitis and sterile hydrops of left knee after synvisc one administered. X-ray examination showed more likely progression of left knee gonarthrosis grade 2-3. Right knee w/o any event after synvisc-one administration. Seriousness: intervention required. Add'l info was rec'd on (B)(4) 2014. Event of relapsing synovitis was added and event verbatim was updated from long lasting knee joint exudate to long lasting knee joint exudate/ sterile hydrops of left knee. Also, the case previously considered non-valid was now updated to valid case. Pt demographics added. Suspect drug info, treatment medications, laboratory data and clinical course rec'd. Text was amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a pt who developed relapsing synovitis after treatment with synvisc-one. Although the role of device cannot be excluded for the occurrence of event, the role of underlying disease cannot be underestimated either.